Manufacturer narrative:
Intuitive surgical inc. (Isi) received the psm involved with this complaint and completed investigations. Failure analysis investigations confirmed the reported issue with the axis brake. The psm failed the weighted brake drop test. The brake failure is directly related to the reported error code 23022. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although this was found in the site's system logs and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
An intuitive surgical, inc. (Isi) field service engineer encountered error 23022 on the patient side manipulator (psm) axis2 during audio upgrade on (B)(6) 2014. An error code 23022 is a recoverable brake test error. A system error code 23022 appears when the da vinci safety system detects too much motion while testing the mechanical brakes in the patient side manipulator during startup. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. There was no reports of patient involvement or any indication that an adverse event occurred.